Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air was observed. The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). Air was drawn in during the initial insertion of catheter. Many aspirations were attempted but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
It was reported that visible air was observed. The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). Air was drawn in during the initial insertion of catheter. Many aspirations were attempted but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device was received for analysis.